Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer pi musc vsd for emergent implant in a patient who had cardiogenic shock with ventricular septal defect post myocardial infarction on (B)(6) 2023. The implant procedure was successful and device was implanted in stable position. Patient was discharged to a skilled nursing facility on (B)(6) 2024. On (B)(6) 2023, the patient was re-admitted in cardiogenic shock and bradycardia. The patient expired on the same day. The death is not thought to be device related.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Manufacturer narrative:
An event of cardiogenic shock, bradycardia and patient death few days post implant was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Patient comorbidity includes cardiogenic shock with ventricular septal defect post myocardial infarction which could have contributed for reported cardiogenic shock and bradycardia. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally it was indicated that the death is not thought to be device related. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: "patients with a post-infarct vsd have a high 30-day mortality rate consistent with this case. The exact cause of death remains unknown, but most likely related to the underlying medical condition following an acute myocardial infarction. Patient related. Possibly procedure related. Unknown if device related."